Manufacturer narrative:
Additional information: d9, h3 plant investigation: the device was returned to the manufacturer and a physical evaluation was performed. During the visual inspection no damage was observed on the patient connector and it¿s condition was acceptable. In addition, the sample was tested in the cycler machine and no leak were detected on patient connector or other issues were detected. During the evaluation of the actual sample was not confirmed the alleged failure stated in the complaint. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. The sample evaluation was unable to confirm the alleged event nor establish a cause. The returned sample was discarded after evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during fill 1 of 5 of treatment. The pd patient reported there was a leak from the stay safe connector. The patient reported receiving air detected in cassette warning alarms several times during drain 0 of 4 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The fluid leak did not come in contact with the cycler and treatment was cancelled. The patient stated they would re-setup supplies. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated the patient was trained on performing stat drains as well as manual peritoneal dialysis therapy if needed and completed peritoneal dialysis treatment using the cycler on the night of the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy using the cycler with no further issues. The liberty cycler set used by the patient is available to return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during fill 1 of 5 of treatment. The pd patient reported there was a leak from the stay safe connector. The patient reported receiving air detected in cassette warning alarms several times during drain 0 of 4 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The fluid leak did not come in contact with the cycler and treatment was cancelled. The patient stated they would re-setup supplies. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated the patient was trained on performing stat drains as well as manual peritoneal dialysis therapy if needed and completed peritoneal dialysis treatment using the cycler on the night of the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy using the cycler with no further issues. The liberty cycler set used by the patient is available to return for physical evaluation by the manufacturer.